Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), knot/tangle was noted in the tether around the tether pin in a fashion that decrease the length of the tether making it difficult to cut the tether and to floss the tether. Upon cutting and pulling the tether the resistance was very little/ ¿different¿ resistance. There was very little tension when pulling on the tether and the heartbeat was not felt on the tether while releasing the device. The device remains in use. No patient complications have been reported as a result of this event.